Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged headache related to CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure and airpath suggesting a source external to the device. Evidence of water ingress on the blower and blower box. Slight black contamination at the blower seal of the blower box is consistent with keratin contamination. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but presence of contamination in the air path was confirmed. Section h6 was updated in this report.